Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. Additionally, it was noted that this s-ICD system exhibited noisy signals, oversensing, low amplitude, and inappropriate shock. Troubleshooting efforts were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a battery depletion alert. The data was analyzed by boston scientific technical services (ts), and it appeared that the battery was depleting faster than expected, replacement was recommended within 90 days. Additionally, it was noted that this s-ICD system exhibited noisy signals, oversensing, low amplitude, and inappropriate shock. Which was believed to be caused by a fracture. Troubleshooting efforts were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.